Event description:
It was reported that before an arthroscopic anterior cruciate ligament reconstruction using the trunav technique, when opening one (1) ultrabutton it was noticed that the pouch was torn, and the double packaging was missing. The procedure was performed, without any delay, using an equivalent s+n backup. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed it was returned in an original packaging with the batch number of the complaint on the label. The device is still on the backer card. The pouch has been partially opened at one corner. A small section of the transparent sealed edge, in the same corner of the larger opened area, has also been torn causing the minimum seal width not to be met. This is a single pouch package and not a double. A dimensional evaluation was performed on the returned device and found that the expected width of 0.25 in the torn seal edge was not to be met. The actual narrowed width is 0.17. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the heat seals visual integrity, workmanship standard found that an inspection must be performed on the tyvek lids / pouches to make sure that they are not damaged by (cuts, holes, tears, embedded particles, stains, among others), if any damage is found, place it in the yellow bin and proceed to notify the leader or supervisor to be evaluated by the packaging engineer. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include improper handling after opening the device. Based on this investigation, the need for corrective action is not indicated.